Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 1.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025.the issue occured with multiple infusion sets. No further information available.